Manufacturer narrative:
Device avail. For eval returned to MFR. On device returned to MFR. Device evaluated by MFR. Eval summary attached. Device evaluated by manufacturer: visual examination showed damage on the shaft. It was noticed that the catheter shaft was buckled in 2 places proximal the tip. The 1st buckled area was approximately 91cm from the tip and the 2nd buckled area was approximately 94cm from the tip. Functional testing is not possible due to the damage on this device. The buckling causes the fluid to back up inside of the infusion sheath and cause the infusion sheath to burst proximal of the buckling. This was the case on this device. The damaged area of the infusion sheath was approximately 97cm from the tip. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually caused by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft burst. A 2.1mm jetstream xc atherectomy catheter was being used in a rotational atherectomy treatment procedure within the patients lower extremity. The catheter was advanced into the patient and when the device was activated the shaft burst . The catheter was spilling fluid outside of the patient. The catheter was removed from the patient and the procedure was completed with another of the same device. There were no reported complications and the patient was fine post procedure.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the shaft burst. A 2.1mm jetstream xc atherectomy catheter was being used in a rotational atherectomy treatment procedure within the patients lower extremity. The catheter was advanced into the patient and when the device was activated the shaft burst . The catheter was spilling fluid outside of the patient. The catheter was removed from the patient and the procedure was completed with another of the same device. There were no reported complications and the patient was fine post procedure.